Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x port isp implantable port, groshong single lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x port isp implantable port, groshong single lumen, 8f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x port isp implantable port with an attached groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. What appeared to be clear material, was found after functional testing was performed on the port body. The shape of the clear material appeared round looking. The material was kept in a biohazard bag for future evaluation. The manufacturing review states, residues of a blue material adhered to the bottom; additionally, the sample showed traces of blood around the circumference. The two lower images showed the septum with residues of a dry blue material adhered to both sides of the component, which do not belong to the evaluated device. However, the biocompatibility comparison of the sample found inside the device does not match the port body, the transparent cover of the port body, nor the catheter, which were the components evaluated. Therefore, the investigation is confirmed for reported device contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using x port. It was reported that post a port placement, the port septum allegedly appeared to be dry saline was noted throughout the back portion. Reportedly, the port septum was removed for further investigation. The clear material was observed after functional testing was performed on the port body. The shape of the clear material appeared snake looking. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure by using x-port. It was reported that post a port placement, the port septum was allegedly appeared to be dry saline was noted throughout the back portion. There was no reported patient injury.